Manufacturer narrative:
Per the tandem user guide, "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer disconnected from the t:lock instead of the infusion set site. Tandem technical support educated the customer on proper loading techniques, and educated the customer to only disconnect from the infusion set site. Customer¿s blood glucose (bg) level was 400 mg/dl. Customer changed infusions set to address the issue and resumed insulin delivery.